Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was sent to the customer, who will continue using the current pump as a backup therapy.